Manufacturer narrative:
Continuation of concomitant medical products: product ID: 97791, lot# unknown, product type: accessory; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Analysis of the lead (model 977a260 / serial number (B)(4)) included a series of standard tests that included but was not limited to visual inspection and electrical testing of the lead. Analysis identified that the lead conductor was broken at the injex anchor site. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 97791, lot# unknown, product type: accessory; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Supplemental to update (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the left lead was causing the issues so it was replaced on (B)(6) 2019. The consumer stated it was found that 5 of the electrodes weren't firing at all times and were intermittently working. The patient had been in a lot of post implant surgery pain and two weeks after surgery the implant was turned on. The patient had been getting shocks and jolts from the stimulator and was feeling stimulation intermittently. After the revision surgery the issue was resolved and the stimulator was working well.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. They reported they already sent back the lead. They put it in the mail around march 1, 2019 using a return mailer. They do not have the tracking number for that shipment. The lead has not yet been received into analysis. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID: 97791, lot# unknown, product type: accessory; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacture representative (rep) returned the lead and accessory for analysis. It was received on 2019-apr-29. The rep also provided the session report from (B)(6) 2019. Since the last session, the stimulation was on 0%. The average recharge was excellent with an average duration of 22 minutes and average interval of 2 days. The usage for group a was 25.95% with program 1 starting at an intensity of 0-3.2 ma with a pulse width of 870 micoseconds and a rate of 80 hertz to an intensity of 0 ma, pulse width of 300 micoseconds, and rate of 80 hertz. Program 2 started at an intensity of 0-3.5 ma with a pulse width of 870 micoseconds and a rate of 80 hertz to an intensity of 0 ma, pulse width of 300 micoseconds, and rate of 80 hertz. The usage for group b was 0.01% with program 1 starting at an intensity of 0-3.1 ma with a pulse width of 870 micoseconds and a rate of 80 hertz to an intensity of 3.1 ma, pulse width of 870 micoseconds, and rate of 80 hertz. The usage for group c was 74.04% with program 1 starting at an intensity of 0.6-2 .2 ma with a pulse width of 870 micoseconds and a rate of 80 hertz to an intensity of 0 ma, pulse width of 200 micoseconds, and rate of 80 hertz. An impedance test confirmed that all contacts were ok. The patient¿s access included intensity and pulse width. No further complications were reported/are anticipated.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-feb-28. Surgical intervention occurred on (B)(6) 2019. The rep will return the lead. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that in (B)(6) 2018, the patient started getting the "settings not available" message. No symptoms were reported. The rep met with the patient on (B)(6) 2019 for reprogramming. The tablet yielded out of regulation (oor), but impedances were all good. After reprogramming, everything worked fine, but when the patient went home they were getting the settings not available message again. Additional information was received from the rep. They reported that on (B)(6) 2019, no actions had been taken to resolve the "settings not available" message because it had resolved on its own before they saw the patient. During that appointment, the rep had checked impedances and performed normal reprogramming to try and give the patient different coverage. Additionally, they set up adaptivestim for the patient to use, and noted there were no issues during that session. It was unknown why the settings not available message had reappeared after the patient left the programming session. The patient was scheduled to meet with another rep on (B)(6) 2019 to check the device. It was noted that groups a and c were working normally, but group b was getting the recurring oor when the patient was trying to increase stimulation. The rep was unable to determine the cause. They were able to provide the patient with three working settings before the patient went home. It was also reported surgical intervention was planned to investigate if the recurring oor was due to the lead-ins connection or due to the lead itself. Either the pocket will be revised or the lead will be revised, depending on what is found at the time of the upcoming surgery. The surgeon will return explanted devices for analysis if they deem it appropriate to do so. No further complications were reported or anticipated.